Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial#: (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 7426, serial#: (B)(4), product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having issues with his stimulator. They were going to see a physician to see if the leads migrated. See pe (B)(4) for back issues.